Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the internal drawer bus was showing as cable disconnected. A field service engineer, reseated the ethernet cable between the comm cube and the docking port and then checked the status of the internal bus found the drawers were communicating. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system device was not detected on bus and drawer has failed. Customer stated that the user were unable to issue medication to patient. There were no adverse events or injuries reported based on this incident.